Event description:
It was reported that the stammberger sinu-foam failed to dissolve appropriately two weeks post-operatively. This resulted in protracted post-operative debridements beyond those typically required and atypical reactive polypoid inflammatory responses requiring additional treatments including the use of topical steroid irrigations. No additional patient complications have been reported as a result of this event.

Manufacturer narrative:
This is to update the subject device information, as the initial report contained the wrong information.

Manufacturer narrative:
The product was not returned for evaluation therefore visual inspection and functional testing could not be performed. Thus, the customer¿s complaint could not be verified, nor could a root cause be determined with confidence. It is possible the product was not sufficiently hydrated, which could delay the timeline for product dissolution. The instructions for use provided with the device contains warnings and precautionary measures related to proper use of the device including but not limited to: - "after placement, nasastent dressing may be hydrated if desired." - "nasastent dressing is dissolvable and any residual material that has not dissolved or left the surgical site through normal outflow passages can be removed with irrigation and aspiration." A review of the device history record did not identify any deficiencies in the material or process, as final quality test data and sterilization records showed no discrepancies. The raw material used for all rapid rhino products is tested for dissolution before being used in building the products. In order to further investigate the allegations against the product line, a corrective action has been initiated to conduct more testing. Although the complaint file will be closed at this time, investigations on the material and process will continue through the corrective action system.